Event description:
Hcp reported the patient had an increase in intrathecal medication without relief. In 2003 x-ray showed the catheter had come out of the intrathecal space. Five days later it was surgically revised. The patient was experiencing a return of pain. Ten days later the patient complained of burning in their hands and face which they attributed to the morphine; the hcp does not believe this theory. Six days later x-rays showed the catherer "curled up around the pump." The patient was dissatisfied and the pump was electively removed.